Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site. Reportedly, patient experienced weight lost. In turn, surgical intervention took place on (B)(6) 2022 wherein the ipg was relocated to a new pocket to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.